Event description:
Boston scientific received info that this transvenous right ventricular (rv) lead was exhibiting increased pacing thresholds. A lead revision was performed since the physician suspected that the pt got into a fight and dislodged both the rv lead and the OEM manufactured right atrial (ra) lead. Several attempts were made to reposition the rv lead, resulting in the helix not being able to extend. The pt was not symptomatic as a result of these clinical observations.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.